Event description:
Caller reported compact plus system blood glucose results of 17 mmol/l and 7.8 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device returned in a condition that made analysis impossible. Unable to test because an empty vial was returned.